Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, this phenomenon was caused by human error. This issue is addressed in the instructions for use (IFU): "enf-vh reprocessing manual, 5.3 precleaning the endoscope, enf-vh reprocessing manual, ch.5, warning. If the endoscope used in the patient procedure is not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope at the bedside immediately after each patient procedure. Note some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of our investigation, while onsite the ess educated the customer and explained the importance of the precleaning being performed as soon the procedure is completed. The cause of the reported event cannot be determined at time. The scope was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite tiger team visit at the customer¿s site, it was observed that the scope was not being handled properly, and the precleaning of the scope was delayed. The ess observed that when the staff was setting up the for an unspecified procedure, the tray was opened with the scope inside and it was not properly coiled. After the procedure was completed, the customer did not perform the bedside pre-cleaning on the scope. The scope was then sent to the sterile processing department (spd) where the staff was not properly handling the scope during cleaning. There was no patient injury reported.